Manufacturer narrative:
Final analysis found an integrated circuit anomaly which likely contributed to the loss of sensing.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that during implant the pulse generator exhibited a loss of sensing. The device was not used.